Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg system as explanted prior to being replaced with a leadless pacemaker system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an aortic root procedure the implantable pulse generator (ipg) system was removed as the patient had some sort of infection. The source of the infection is unknown. The implantable pulse generator (ipg) system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.